Event description:
Patient who complains of pain that has been worsening since about 10 months ago. This is unrelieved by multiple pain medications. She underwent a prolift vaginal mesh placement approximately three years ago, which was her second cystocele surgery. She has been unable to have intercourse because of dyspareunia. She also reports urinary frequency, urgency, and urinary leakage. She has stress incontinence, which is less bothersome to her than her urgency symptoms overall. On exam in my office, there was no evidence of mesh erosion, but we were able to trace out the mesh outline submucosally. Palpation on the mesh arms did cause pain, worse on the left than the right. Anterior vaginal wall came to 1.5 centimeters above the hymen with good suspension of the vaginal cuff at 8 centimeters above the hymen. Patient is status post hysterectomy.